Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: added: d4 serial. Corrected: d4 primary UDI number.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that prior to an unspecified surgical procedure it was observed that while using the vapr vue generator device, only the blue (coag) footswitch was unresponsive. The same problem occurred when the footswitch was swapped. No error code was displayed on the vapr unit when the footswitch failed. During use, it stopped working, and upon restarting, the error code "200 ref 26" was displayed. After several subsequent restarts, the error code persisted, rendering it unusable, so the surgery was performed using a different unit available in the hospital. The device was used with the vapr vue generator device and a unk - vapr controls device. There was a delay within thirty minutes in the procedure reported. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.